Manufacturer narrative:
(B)(4). This report is for the first in a series of three consecutive product problems with the same patient. The second and third issues has been reported under MDR # 3006425876-2016-00097 and 3006425876-2016-00098.

Event description:
It was reported that the senior physician was unable to "fix" the sheath during placement. As a result, a new kit was opened however the same issue occurred. It is not known if a delay was caused, however, there was no reported death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the dilator does not lock into the sheath was confirmed. The customer returned one peel away sheath-dilator assembly and one sterile kit. Visual examination revealed that the returned assembly appeared typical and unused; no damage was observed. Microscopic examination confirmed the same; no damage or defects were found. In an attempt to confirm the complaint, the dilator was inserted into the sheath hub. The dilator did not snap into place and can be easily removed. It appears that the dilator was fully inserted but does not snap or lock in place. The assembly was inverted and the dilator remained inserted into the sheath; however, a very light pull on the dilator removed it from the sheath. The dilator is inserted into the sheath and is held in place by the seal with in the hemostasis valve. Other remarks: the sterile kit was opened and the sheath/ dilator assembly was removed for examination and testing. However, the results were the same the dilator did not lock into the sheath. A lab inventory sheath/dilator assembly of the same part number was used to test the returned components and the sterile kit assembly. The lab inventory assembly functioned as expected the dilator was locked into the sheath. When the lab inventory sheath and the returned dilator were connected the dilator did not lock indicating that the returned dilator was defective. To confirm the dilator was the defective part, the returned sheath was tested with the lab inventory dilator and the components locked indicating there was no problem with the returned sheath. This same test was performed with the assembly from the sterile kit with the same results; the dilator would not lock. The outside diameter of the dilator hub (that fits into the sheath) is difficult to measure due to the size of the area; however, an approximate measurement was slightly lower than the dilator graphics. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of this complaint is manufacturing related since the returned dilators do not function as expected.